Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer experienced a ¿high¿ blood glucose level (bg); specific value was not provided. Reportedly, the pump was ¿not pumping insulin¿. Customer performed multiple supply changes however the issue persisted. Customer again changed out supplies to address the elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.